Event description:
After implanting the valve; the surgeon felt it was not draining properly and did not like tubing and valve characteristics. The entire codman system was replaced; resulting in a significant delay in the procedure. The new system displayed proper drainage.